Event description:
On (B)(6) 2010, pt reported the down button is not working. Pt stated he noticed the button was not working while attempting to bolus. Pt reported the infusion device did not vibrate. Pt is currently using the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.